Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2009. According to the report the distal catheter was found to be fractured. It was also reported a build up of cerebrospinal fluid occurred at the fracture site. The report stated the device was explanted on (B)(6) 2016. Reportedly there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met requirements for the siphon, reflux, pressure-flow, pre-implantation and leak testing. There was proteinaceous debris observed within the interior and exterior of the valve. The peritoneal catheter was returned in two pieces of lengths 85 cm and 8 cm respectively. The tear site appeared to be jagged. It is unknown how or when this damaged occurred. The returned segments were patent and met the requirements for leak testing when tested individually. The peritoneal catheter also met all of the requirements for the tensile strength and ultimate elongation tests. There was proteinaceous debris observed within the interior and exterior of the peritoneal catheter. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the instructions for use that accompany the device also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.